Event description:
It was reported by the dialysis clinic that the peritoneal dialysis (pd) pt expired overnight while connected to the newton cycler. The pt's mother found him the next morning and the machine was beeping. The pt's mother stated the coroner said the cause of death was likely due to a massive heart attack or aneurysm. There were no reports of cycler or product issues.

Manufacturer narrative:
A clinical investigation was performed. During a follow up call, the clinic mgr stated the pt was very non compliant about his blood sugars. It was unk if an autopsy was performed per the fmc assoc med dir, pt with esrd on ccpd for a few months, found connected to the cycler, expired. There has been no history of device malfunctions or problems with the dialysis treatment, and pt's death report attributes his death to cardiac arrest. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed; however, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.